Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and moisture damage on the insulin pump. Customer¿s blood glucose level went as high as 500 mg/dl. Troubleshooting was performed. Customer advised the display screen was exposed to pool water however the self-test passed. The insulin pump will not be returned for analysis.